Manufacturer narrative:
H10: additional information in section b5.

Event description:
Additional information received from the customer that states the patient was not directly exposed to the product since it sank under the chair. The customer reported there was no visible defect to the naked eye at the time of the incident but determined an approximate location of the leak. The medication was completely re-prepared. The chemotherapy spill was cleaned per protocol.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a ls pri plum 2 cl mp pe lind bc 213cm that the customer reported a significant leak of caelyx infusion in the patient¿s bed. The leak was identified by the appearance of bubbles when tested with nacl. There was unprotected chemotherapy exposure to the patient and the teams. Almost all of the product leaked, and it was impossible to know the dose received by the patient. The device was replaced, and no further issue was encountered. There was patient involvement, and a delay in critical therapy, however, no need for medical intervention and no report of harm.

Manufacturer narrative:
H10: received one used container g 5% 250 ml, manufacturer free flex and one 100 ml container 0.9% sodium chloride, manufacturer fresenous kabi, one used list# 121949290, ls pri plum 2 cl mp pe lind bc 213cm. Lot# 4603125, one used extension set, list# unknown, one used 100 ml container 0.9% sodium chloride, manufacturer fresenous kabi. . The complaint of leakage on the 121949290 ls primary plum set can be confirmed. The set was leak tested per specifications. There was a leak observed from a cut found in the middle of the tubing between the y-clave and the cassette. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The probable cause of the observed leakage is due to the cut in the tubing and the cause of the damage is unknown, however, it would have occurred outside of ICU medical possession. A device history review (DHR) lot# 4603125 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. D10: date returned to MFR - december 11, 2020